Event description:
It was reported that the patient was admitted for neurological dysfunction and major infection. The patient had an embolism in the left brain hemisphere diagnosed via computed tomography (CT). The patient experienced muscle weakness on one side of their body. Anticoagulation therapy at the time of the event was warfarin and aspirin. Heparin was administered. The cause of the neuropathy was unknown. The patient received antibiotics for the infection and was discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The implant kit was shipped on 05jan2021. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU lists infection (local, driveline, and pump pocket) and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. The IFU provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Additionally, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.